Manufacturer narrative:
(B)(6). Concomitant medical product - persona partial articular surface catalog # 42528200510 lot # 63730432. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-00328.

Event description:
It was reported that during a knee arthroplasty that an articular surface would not seat. It was noted that the device was sitting high on the anterior side. A second implant was opened and also would not seat. The surgeon opened a different size implant which was used to successfully complete the procedure. There was a twenty minute delay to complete the procedure.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Complaint sample was evaluated and the reported event was not confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.